Event description:
A hospital in another country, reported to our distributor that air leakage was detected around the water trap of an rt206 adult breathing circuit during use. No pt consequence was reported.

Manufacturer narrative:
This malfunction was reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in USA but it is similar to a product which is sold in the USA. The returned device was pressure tested for leaks. We were unable to do a lot check as no lot info was provided with this complaint. Results: the water trap is separated in 2 for draining condensate in the bowl. A leak was found in the seal between the water trap bowl and the water trap top. Conclusion: all circuits are pressure tested for leak during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. Our monitoring and trending for this type of event shows a rate of occurrence for the past year of 0.0178%.